Event description:
The pt received treatment with quickseal sureshot closure device to achieve hemostatis at the arterial puncture site following an interventional procedure. Following the delivery of the hemostatic sponge, the pt exhibited no distal pulse in the treated left leg.